Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the integrated electrosurgical unit (iesu) erbe generator due to the intermittent occurrence of the issue. After replacement, the system was tested and verified as ready for use. Isi has not received the iesu for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if additional information is obtained. A review of the site's complaint history identified no other complaints related to the instrument and/or this event. No image or procedure video was provided for review. Verification via rfe logs confirms the occurrence of a procedure on the reported event date of (B)(6) 2022 using system (B)(4) matching the documented event details. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: the customer converted after the start of the procedure. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion. Follow-up was attempted, but patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the integrated electrosurgical unit (iesu) erbe generator "failed after the robotic part of the surgery." The reporter added that "the site was using the erbe laparoscopically and error m-02 occurred." The procedure was converted to laparoscopic surgery with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information, however, no further details have been received as of date of this report.

Manufacturer narrative:
Additional information can be found in the following sections: d9, g3, g6, h2, h3, h6. D02- intuitive surgical, inc. (Isi) received the iesu involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed/reproduced the reported failure. The iesu was placed on an in-house system and was run in normal mode. The m-02-7 error occurred during testing.

Event description:
Refer to h10/h11 for follow-up information.